Event description:
It was reported that three months after an appendectomy procedure, in which the device functioned normally, the pt was seen for pain three months later and taken back to surgery. It was determined that three staples fell off either side and formed adhesions around them causing a small bowel obstruction. The device was discarded.

Manufacturer narrative:
Info not available, device not returned for analysis.